Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and the sample passed the tests. During the oxygen entrainment testing it was observed that the assembly of the nut adaptor and the upper body was unstable. Even with this condition, the testing was able to be performed and no issues were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges "the adaptor couldn't attach to the oxegen (oxygen) flow meter straight. Therefore, a new adaptor was used and the procedure was continued without problems." It was reported that the alleged defect was detected prior to a patient use. There was no report of patient harm or delay in treatment.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device or a picture of the alleged defect was not provided. A device history record investigation shows that the product was assembled and inspected according to our specifications. It is necessary to have the device sample in order to perform a proper investigation. Customer complaint cannot be confirmed based only on the information received. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "the adaptor couldn't attach to the oxygen (oxygen) flow meter straight. Therefore, a new adaptor was used and the procedure was continued without problems." It was reported that the alleged defect was detected prior to a patient use. There was no report of patient harm or delay in treatment.